Event description:
It was reported that following a fall, the stimulation was intermittent. The previous day, the pt fell down some stairs and landed on his back. A CT scan was performed. The programmer confirmed that the therapy was on. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See MFR. Report #3004209178-2010-08195 regarding the second device.

Manufacturer narrative:
(B)(4).